Event description:
Additional information received on 21aug2019, the customer stated that all of the lines had a partial disconnection from the clear tubing to the hub. In a few cases, the hubs were completely disconnected. The leaks were identified where the hub and clear line meet. Photos were provided by the customer and confirmed the extension tube to be partially or fully separated from the hub. The conclusions drawn at the end of the previous device investigation remain unchanged by the additional information.

Manufacturer narrative:
Device code: material separation. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. A software search revealed this complaint to be the only one associated with the complaint lot number. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: ir lead tech. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub of the turbo-ject single lumen peripherally inserted central venous catheter cracked on three separate occasions in a single patient. The patient required an additional procedure to exchange the PICC line in each occurrence. This report references the third occurrence of hub fracture. The patient required a hospital admission for the exchange of the line the following day. After a successful exchange of the line, the patient was discharged. Previous occurrences are captured in mfg. Report reference #'s: 1820334-2019-01378 and 1820334-2019-01379. There were no adverse effects experienced by the patient due to this occurrence.